Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (2000 mcg/ml at 1127 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the healthcare provider (hcp) stated that the patient's pump had critical alarm earlier this morning and was wondering why. She went to the patient's house a while ago and made an update to the pump because low reservoir alarm went off and the pump read had "1 point something mls in it." The patient was scheduled to come in on (B)(6) 2024 for a refill so she was comfortable enough to update the pump reservoir volume to 5 mls. The hcp stated that every time she refills this patient's pump there was usually 8 or 9 mls left when there should only be 1 or 2. However, she did not think this discrepancy was unusual, but the technical services (tss) reviewed that was a significant discrepancy. The hcp stated that she been "doing this for 20 years and all of her patients always have a discrepancy of about 6 mls." The tss had the hcp reinterrogate and recheck logs to see what critical alarm was. There was only low reservoir alarm showed up in logs as recent event. The tss suggested the hcp to play alarms test for the patient, but the hcp insisted they heard a two-toned alarm come from the pump. The tss reviewed nothing in logs indicate a critical alarm went off. The tss discussed to follow up tomorrow.